Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information was requested and the following was obtained: how was the device removed from the tissue? Resident believes that device finally opened manually. At what firing did the issue occur? First firing. What color cartridge was being used? Blue load.

Event description:
It was reported that during a laparoscopic sleeve procedure, there were issues with jaws not opening after first firing. Used reverse switch which didn't help. Was able to remove from tissue with no patient consequences. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: how was the device recovered from the tissue? At what firing did the issue occur? What color cartridge was being used?